Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after a laparoscopic gastric bypass procedure, the staple line was leaking. The patient was taken back to the operating room for reoperation. There was unanticipated tissue loss due to the proximal segment of remnant stomach had to be removed during the second operation. The damage is permanent. There was blood loss of 1500cc and a blood transfusion was required. The patient is at home doing well. Patient's medical history: morbid obesity, obstructive sleep apnea.